Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes. E1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, an unspecified number of tubes underfilled, exhibited hemolysis, and had loose caps. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-sep-2025. Investigation summary : bd received two samples for investigation. The returned samples were inspected and underwent a functional test, with no issues identified. All tubes were within specification limits. No photos were provided for the returned samples. The retained samples, consisting of 100 samples, were visually inspected and found to have the hemogard closure assembly correctly assembled. These samples also underwent a functional test, and all were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill, hemolysis and stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, an unspecified number of tubes underfilled, exhibited hemolysis, and had loose caps. No adverse impact was reported regarding the patient or user.